Manufacturer narrative:
Consumer did not have product lot number. Without a lot number, expiration date and manufacture date could not be determined. A lot number was not provided with this report. Without a lot number, no focused investigation of batch record could be completed. A medical complaint history review was completed for the entire steri-strip¿ adhesive closure product line from june 2016 - june 2018. No trend was seen. Complaints will continue to be monitored. End of report.

Event description:
A consumer reported three r1542 3m¿ steri-strip¿ reinforced skin closures were applied to her right wrist following a carpal tunnel surgery. No reaction was experienced with the initial application. Ten days following the surgery, the consumer reapplied the steri-strips adhesive closures. The following day, she experienced itching, burning, red bumps and blisters everywhere the product was applied. The steri-strips adhesive closures were removed. The reaction continued to worsen and she was seen in urgent care the following day. She was reportedly diagnosed with an allergic reaction and was treated with oral prednisone and otc topical cortisone cream. Four days following treatment, the reaction was reportedly improving.